Event description:
A user facility reported to olympus that a scope tip broke off inside the light source. There was no patient involvement associated with the event.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - a tip of an olympus series 190 scope was found lodged inside the scope socket. In addition, it was determined the scope slide detection mechanism was not functioning properly and it was necessary to force the scope upward in order for the device to recognize the test scope. The scope socket was replaced to resolve the identified issues. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the user applied excessive force to the output connector when inserting and removing the scope, fragments of the scope remained inside, and the slider switch did not work and the scope could not be detected. This issue is addressed in the instructions for use (IFU): "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."